Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer experienced high blood glucose. Customer¿s blood glucose value was 400 mg/dl. Customer treated with insulin pump and syringe for high blood glucose. Customer¿s spouse decline troubleshooting for high blood glucose. Customer¿s spouse stated that the customer was using auto mode and was active at the time of incident. The device will not return for the analysis.